Event description:
It was reported that a home patient (hp) had received a system error (se) 2367 (alarm that discontinues therapy which occurs because of a previous alarm) during drain 1 of 4, patient was connected to the device. The technical service representative (tsr) instructed to cycle the power to clear the alarm and review the alarm log. The alarm log showed that a se 2240 alarm (air in line) occurred prior to the reported se 2367. The hp was told to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not available and the sample was not returned for evaluation, therefore a device analysis could not be performed. The issue was not confirmed and the cause could not be determined. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.